Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found short black cover was damaged. The autopulse platform is a reusable device and was manufactured on tbd. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint of the platform displaying system error message. A review log could not be downloaded; therefore, a review of the platform's internal log was not performed. During functional testing, the autopulse platform displayed a system error message. Additionally, there was no lcd screen backlighting. Further inspection determined that the system processor board needed to be replaced to remedy the system error fault. In summary the customer's reported complaint that the autopulse platform's lcd screen backlighting was confirmed during functional testing. The root cause was determined to be a defective system processor board. After the processor board was replaced, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check the autopulse platform (s/n (B)(4)) led screen backlight was not working. It was not displaying the information text and a constant clicking noise could be heard. There was no patient involved during this event. No additional information was provided.